Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and physician via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient noticed a slight change in therapy about three weeks ago. Patient came into office on (B)(6) 2021 and an impedance check was performed on the leads. All 16 contacts are out on the leads. The manufacturer representative asked the patient if she had any recent falls or injuries and she stated no. A fluoroscopy image was taken on (B)(6) 2021 at the physician's office to see if there were any visible fractures to the leads and if the leads were intact in the battery. Everything was in place according to the physician. The physician plants to explant the device. The issue has not yet been resolved; however, the explant is planned, but not yet scheduled.